Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that perforation of the rv was noted. The rv output was programmed to subthreshold and the lead remains implanted.